Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the following works were carried out: the fse was able to reproduce the batteries unable to charge and replaced the suspected power management pcb and batteries as a precautionary measure. Confirmed that the batteries were charging successfully, performed a passing functional checkout and returned unit to service. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp) the batteries were not charging. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).